Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 21, 2021.

Manufacturer narrative:
This report is submitted on 31 may 2021.

Event description:
Per the surgeon, imaging (type and date not reported) revealed that the electrode migrated outside of the cochlea. The device was explanted on (B)(6) 2021 and the patient reimplanted with another cochlear device during the same surgery.